Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during placement of a nitrex guidewire, the tip of the guidewire embedded in the subcutaneous soft tissue. The device was introduced through a percutaneous needle, the tip bent and the physician attempted to pull it back through the needle. As the guidewire was removed a small remnant of the tip of the wire was retained within the subcutaneous tissue. The physician reported that the wire knotted within the subcutaneous tissue. The decision was made to leave the guidewire fragment in place due to the risk of removal being greater than leaving it in place. About 5mm of the gold tip sheared off and was retained under the subcutaneous tissue. The report notes full disclosure to patient and family regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.